Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported the patient had an infection at the pump and surgical site. The pump was implanted (B)(6) 2014 and it was further reported the patient had a serious infection at the pump site as well as the spine incision or her body was rejecting the materials of the pump. It was clarified it was believed the patient¿s body was rejecting the spinal cord stimulator (scs) she had implanted on (B)(6) 2014 and the patient also had the pump changed that day. The patient wanted to save the pump at all costs and would like to save both devices, but ¿needed to hurry up and get this out before it affects the pump.¿ the patient would know more in another week. It was noted the event required hospitalization and the patient met with the doctor and he referred her to see an infection control doctor on (B)(6) 2014. It was also reported the patient did not respect the infection control doctor¿s opinion due to personality conflict and bedside manner and reached out to her doctor. That doctor was to call the patient on (B)(6) 2014 and his plan was to admit her for (B)(4) observation to start drug regimen to attack infection. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was further reported the patient was currently receiving daily antibiotic infusions for 4-6 weeks via a peripherally inserted central catheter (PICC) after she was in the hospital. The pump remained in service, but the scs implant had been removed from the body due to a staphylococcus (staph) infection that was spreading. The pump was being used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.